Event description:
Patient informed us that his freedom60 pump has stopped working. It will allow him to load the spring but when he turns it on with the syringe loaded it will not push the medication. We are sending a replacement pump to the patient scheduled for delivery (B)(6) 2026. Due to shipment issues and pump issues patient has missed 3 infusions. Provider is not aware but patient will be sending a message to provider office. Unknown if patient experienced any adverse events. Unknown if product is available for return. No further information, details, or dates available. Serial number not provided. Common variable immunodeficiency.